Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received engaged with the subject instrument. The reload jaws were clamped and the knife bar was retracted to the clamp up position. Visual inspection of the cartridges noted that the reload was fully fired. The laminates were bent. Functional testing found that the subject instrument was fully retracted and the reload jaws opened. The reload was unloaded from the instrument. The reload was the reloaded into the subject instrument. The reload was able to be cycled through interlock. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic appendectomy, while in the appendix, the stapler fired but the jaws of stapler locked on tissue. The surgeon was able to gently remove the tissue from the stapler by manipulating the stapler and by using graspers to pull the tissue away from the stapler. The remaining tissue off was taken off the stapler, leaving the specimen side attached to the reload since it would not open. There was no patient injury.